Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381444 and lot number 3181569 and 3178603. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. A second lot number was reported for material # 381444 in this complaint: lot # 3181569 mnf 8 jul 2023 exp 30 jun 2026.

Event description:
It was reported that bd insyte autoguard needles break during the retraction process. The following information was provided by the initial reporter: my team is reporting that our latest batch of angiocaths seem to be malfunctioning, particularly when it comes to retracting the needle after placement of the cannula. Needles have snapped off at the hub as well. This obviously poses a serious risk of needle stick and body fluid exposure. This has occurred several times. The customer is not sure exactly how many times this has occurred but it started with their newest inventory of insyte pivs. Describe patient/hcp/user impact: none.